Event description:
A medtronic representative received a report from a site on (B)(6) 2015, that while in a cranial procedure on (B)(6) 2015, the site staff had successfully registered the patient and were navigating when the software unexpectedly exited to the logo screen. They selected the query retrieve (q/r) button in cranial and the software exited to the logo screen. After a few seconds, the navigation system re-booted itself and returned to the launch screen. In trouble-shooting, the staff re-launched the software and normal function was restored, they advanced immediately to navigate. This occurred after the first sample was taken, and the surgeon was preparing a sample for pathology. There was no delay in the surgery associated with the system re-boot. The surgeon continued, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction to aware date. Software investigation completed. System software log analysis found the logs did not contain anything that specifically indicated why the system unexpectedly exited. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative performed 2 navigation system check-outs, all areas passed in both tests. System performed as intended each time.